Manufacturer narrative:
Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). The device remains implanted. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A supplemental report will be filed if additional information is received. (B)(4).

Manufacturer narrative:
Medtronic received additional information that the patient¿s weight was (B)(6) lbs.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve the patient developed left bundle branch block (lbbb). Four days post-implant, first degree atrio-ventricular (av) block was noted, along with bradycardia/pauses. A permanent pacemaker was placed one week post-valve implant, resolving the conduction disturbances. No subsequent adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.